Manufacturer narrative:
One device was received. Functional testing revealed a seized motor. The motor was replaced, and the device then passed all test. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump has error code 1813 and 1822 during infusion. There was patient involvement, no patient harm.

Manufacturer narrative:
B3: date of event updated.